Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately. Risk levels are monitored on a monthly basis by design quality as part of the post market surveillance trending process. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H2: additional information in b5. H11: corrected information in h6 (health effect - impact code).

Event description:
It was reported that during meniscus repair surgery, the fast-fix 360´s t2 implant it didn't come out of the needle after the t1 was placed correctly. It remained inside the needle, stuck in the needle¿s grooves. The t1 was removed from the patient. The procedure was completed by changing the surgical technique used. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that during meniscus repair surgery, the fast-fix 360´s t2 implant it didn¿t come out of the needle after the t1 was placed correctly. It remained inside the needle, stuck in the needle¿s grooves. The procedure was completed by changing the surgical technique used. There was a delay less than 30 minutes and no further complications were reported.